Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a ureteroscopic stone extraction procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket would not open. It is unknown if the event took place inside or outside the patient or how the procedure was completed. It is also unknown if there was a stone in the basket when the basket would not open. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual assessment was performed. The basket was closed when received. The distal end of the outer sheath was bent/kinked in multiple locations from the distal tip through 13cm. There was a torque mark present on the handle cap to indicate the cap was properly torqued into place. The handle cannula was visible through the handle. A functional analysis was performed and found that the basket assembly would not open. The tip of the basket was visible at the distal end of the sheath assembly. The handle cap was removed and the cap was tight. The luer and handle cannula were removed from the handle. For review of the wire assembly, the outer sheath was cut and the wire assembly was removed. During removal, the pull wire handle cannula was bent by the investigator. The pull wire on the distal end was bent. The basket assembly was not bent, all basket wires were intact. A dimensional verification was performed on the sheath sub assembly and measured approximately 120.8cm in length, and is likely due to the sheath being kinked/bent. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for the complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a ureteroscopic stone extraction procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket would not open. It is unknown if the event took place inside or outside the patient or how the procedure was completed. It is also unknown if there was a stone in the basket when the basket would not open. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.